Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 61 mg/dl. The customer's mother stated that her daughter's pump was not putting out insulin. The mother stated that her daughter had breakfast and she had really low blood glucose readings. The mother stated that she felt as the pump gave extra insulin. The mother also stated that her daughter had high blood glucose readings. The daughter treated the high blood glucose readings with a manual injection. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to monitor the pump.